Event description:
It was reported the patient ((B)(6)) is experiencing heating at the ipg pocket. The reported heating is said to occur if stimulation is in use for more than two hours. The patient denies experiencing any trauma to the ipg which may attribute to this event. No further intervention is planned at this time as the patient has adequate therapy coverage and generally does not utilize the scs system for more than two hours.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.